Manufacturer narrative:
Lead capped due to noise. No adverse patient events were reported. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead remains implanted. Clinician reported noise on the rv channel in a recording transmitted to home monitoring. Noise was reproduced in office. No inappropriate therapies were delivered. Should additional information become available, it will be added to this file.